Event description:
Event: (cc# 98-01051) the surgeon attempted to insert an iab into the patient's right groin without success. The patient was weaned form bypass and the iab was placed in the left groin. Although there was difficulty with kinking, the iab was placed successfully. The patient was transported to recovery., where at 0655 the next morning, it was noted that the iab had ruptured. The surgeon was notified and the iab was removed. No second iab was inserted. The patient's pressures at the time were fine. The patient is still on the ventilator but is awake and alert. (On 8/24/98, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: FDA-34955-1998-006) on 10/21/98, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 8/24/98. [Patient's current status]: alert - reported 8/24/98.